Event description:
It was reported that the device may have reached the elective replacement indicator (eri) prematurely. It was also reported that the right ventricular (rv) lead had chronically elevated thresholds. The device was explanted and replaced; the rv lead was partially removed and replaced (a portion of the lead remains in use and is connected to the atrial sense port). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).